Manufacturer narrative:
H3: product analysis found that the portion of the inner assembly (proximal end) was placed in a small resealable bag and returned in a plastic sleeve. Upon receipt, traces of black oily residue were observed on the hub and shaft. It was also observed that the distal end (outside diameter) of the inner hub was deformed. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.371 inch in deformed area which was out of specification. Functional testing could not be performed due to the damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: the previously applied codes fdm b17, fdr c20 and img g04041 are no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, attachment tip was stuck/blocked in the m5 handpiece. There was no patient known impact. Product analysis confirmed that bur is stuck in the collet. Bur head was broken.